Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 228720001, implanted: 2009 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that there was a loss of stimulation/therapeutic effect. Symptoms were located in the right leg and foot. The reporter stated that reprogramming was attempted without recovery of stimulation in appropriate areas. It was reported that the patient complained of intense pain at the lead site in the back. X-rays showed that the leads had not moved from the initial implant location, and impedances were checked and were only out of range on electrode 6. This electrode was not being used for programming. The reporter stated that the patient was taken to the or and there was an attempt to replace the leads. It was reported that "significant amounts" of scar tissue prevented the leads from being replaced in an appropriate position. The reporter stated that the device and leads remained in the patient, but were noted to be "out of service." It was reported that the patient would be sent to neurosurgery for a paddle lead implant. Two weeks later, it was reported that the paddle lead placement surgery had not yet been scheduled. A follow-up report will be made if additional information becomes available.